Manufacturer narrative:
Correction: section d: serial number should have been (B)(6) not (B)(6). The model number, implant date, expiration date, UDI number, expiration date and PMA (section g3), manufacturing date (section h4) were all updated to reflect the correct serial number.

Event description:
New information received notes the patient was not dependent on the system for normal function and was asymptomatic, the patient came in for capture to be re-assessed on (B)(6) 2025 and capture thresholds were found to have normalized. Programming changes were made. No other issues or anomalies were observed. No further changes were planned; the patient was just being monitored remotely. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that possible intermittent capture was observed on the system, on both the right ventricular (rv) and left ventricular (lv) leads. The patient was to be brought in for additional testing to re-assess capture. Further information was requested but was not unavailable at this time.